Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had been plugged into the wrong port on the communication sled and the wrong port on the wall, which caused it to be marked out of service. The field service engineer (fse) plugged the device into the correct ports and remotely accessed the server to place the unit back into service. The fse confirmed successful communication with the server, resolving the issue. The system functioned as intended after the field service engineer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user observed that patient profiles continued to appear as active at login, even though the patients had been discharged two days earlier. The customer expressed concern that this posed a health risk, as nurses were able to remove medications under a discharged patient profile. The customer noted that they do not have the specific patient details related to the incident. They also reported that the station had been moved multiple times due to ongoing construction. Additionally, the station was currently on critical override and out of service mode. The customer confirmed that the station was connected to a power source and remote smart service shown offline. The customer attempted troubleshooting by rebooting the station; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.